Manufacturer narrative:
The distal portion of the driveshaft was returned for evaluation. Location of the fracture confirmed the driveshaft fractured inside the coronary guide catheter. The condition of the fracture surface was consistent with abnormal usage by the customer.

Event description:
During use of the rotablator system the driveshaft fractured. The device was removed from the patient and no patient injury was reported.